Event description:
During the initial preparation of the heart lung console, during which no pt was involved, the user observed that the pressure sensors connected to the extracorporeal circuit leaked. There were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.